Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the pulse generator exhibited a diagnostics anomaly. It was noted that the device was exposed to electrocautery. After a firmware download, the device resumed normal function. The patient's condition was stable throughout and post event.